Manufacturer narrative:
Evaluation of the returned jet7 revealed that the catheter was stretched, and the complaint was confirmed. Evaluation also revealed that the jet7 was kinked distal to the stretched location. The complaint indicated that the jet7 was stretched as it was being pulled from the benchmark max. The probable cause of the reported failure likely occurred due to retraction against resistance. If the jet7 is forcefully retracted against resistance, damage such as stretching may occur. The kink in the jet7 likely contributed to the resistance which resulted in the jet7 stretching while being retracted out of the benchmark max. The root cause of the kink could not be determined. During the functional test, the jet7 was advanced through a demonstration benchmark max without an issue. Penumbra products are visually inspection during in-process inspection and during quality after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7) and benchmark bmx96 access system (benchmark max). During the procedure, the physician made one pass in the target vessel using the jet7. When removing the jet7 after the pass, it stretched as the physician pulled the jet7 from the benchmark max. The procedure was completed using a penumbra system jetd reperfusion catheter (jetd) and the same benchmark max. There was no report of an adverse effect to the patient.